Event description:
Information received by medtronic indicated that the stopcock become detached from the side port tubing during a cryoablation procedure. The sheath was replaced to continue the procedure. There were no patient symptoms/injuries related to this event. Reportable based on revision to medtronic cryocath regulatory reporting criteria effective (B)(6) 2013.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. The reported issue has been confirmed through testing. Visual inspection showed that the stopcock distal end luer was completely detached from the side port tube proximal end. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.